Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump is displaying bizarre results. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: review of the black box data and pump histories did not reveal any activity related to the complaint. Investigation of the insulin pump did not confirm or duplicate the alleged bizarre results issue and the pump was found to be operating within the required specifications without malfunction. (B)(4).